Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noticed that the fenestrated bipolar forceps instrument stopped working. Upon checking it, it was found that the string of the instrument had broken. The procedure was completed with no reported injury.